Manufacturer narrative:
The reported event of low pacing lead impedance was not confirmed. A complete lead was returned in one piece with the helix retracted and clogged with blood and tissue. Electrical testing, visual examination and x-ray examination did not find any anomalies.

Event description:
It was reported that the patient presented in-clinic for an initial implant procedure. During the procedure it was noted that the right-ventricular (rv) lead exhibited low pacing impedance. As a resolution the lead was not implanted and a near at hand replacement was implanted instead on (B)(6) 2024. The patient was discharged.